Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and observed 3 of 6 motor mount screws severed. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 105 was verified. The cause was determined to be 3 of 6 motor mount screws severed, therefore the motor will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown. No additional information is available.